Event description:
Explanting physician reported rupture, inflammation of mammary gland and "suspected fibrosis" . The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Continued d.6b: device has been explanted, no explant date provided. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture, inflammation of mammary gland and "suspected fibrosis". The device has been explanted. This record relates to the left side.